Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt trunk cable was severed. The root cause for the severed trunk cable was physical abuse.

Event description:
During servicing of a monitor and an electrode belt that were returned for investigation into a patient death allegation, reportable malfunctions were found. The monitor and electrode belt failed incoming functionality testing. There is no indication that the equipment malfunctions caused or contributed to the patient's death as the device was reportedly not active at the time of passing.